Manufacturer narrative:
The customer provided more details.

Event description:
It was reported that while priming the handpiece the kevlar lining snapped and injured the surgical tech. The patient was not harmed but the technician received a slight nick in his pinky finger. He required a medical intervention the day after the event to remove a foreign body from his finger.

Event description:
It was reported that while priming the handpiece the kevlar lining snapped and injured the surgical tech. The patient was not harmed but the technician received a slight nick in his pinky finger. He was left with a superficial scratch. A medical intervention was not required to treat the injury.